Event description:
During drying period of resident the side rail dropped and resident fell to floor. Resident received cut to forehead, bruise to right knee, and scratch on left second toe. One person involved.